Event description:
It was reported that there were difficulties getting both pieces of external equipment to work with the deep brain stimulation implantable pulse generator. There was difficulty connecting the external equipment to the implant, and the wireless recharger would not turn on and lost connection with slight movement, requiring frequent repositioning due to sensitivity. The communicator bluetooth light would not come on. A charging session on the implant confirmed connection, and the patient reported excellent connection using the charging drape. The communicator was reset and successfully reconnected to the deep brain stimulation therapy application. The troubleshooting steps taken during the call resolved the issue. No patient complications have been reported as a result of this event. Additional information was received from the patient. Patient reported that that handset and communicator would not pair. Patient reported that this has happened a few times and they would have to reboot the devices. Patient reported initial difficulty getting the devices to charge. Patient reported historical event where implant shut off and they needed to use communicator to turn it back on. Patient reported that communicator was not working at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.